Manufacturer narrative:
The product involved in this event is not available for evaluation. O&m halyard, inc. Is the specification developer and complaint handling establishment of the complaint product 47636, halyard aquasoft powder free nitrile exam glove. The product is contract manufactured by central medicare sdn bhd (FDA registration number 3008253024). A scar was issued to the contract manufacturer on december 17, 2024. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury

Event description:
There was one employee that showed signs of contact dermatitis after using the blue nitrile gloves. She developed swollen lips, tingling and had complaints of shortness of breath and throat tightening that was audible.

Manufacturer narrative:
No complaint sample was received. Customer was unable to confirm complaint lot however they did indicate it was a size medium. Manufacturer found three potential lot numbers that had shipped to customer. The DHR for these was reviewed, no abnormalities were discovered. Five retained samples were tested for residual powder content, results were within specification. Ten samples from each potential complaint lot were sent to an external laboratory for residual accelerator testing, no residual accelerator was detected. Five office staff performed a wear test utilizing retained samples, no irritation or reaction was observed. There were no changes in raw materials used, compounding formulation or production processes. All materials were within specification for the three potential complaint lots. A root cause was not established. Complaint evaluation finds there is no positive trend or upward shifts for this complaint type for glove family in the past twelve months analyzed. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.